Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic showing high, out of range, high voltage lead impedance. Patient was given a life vest and is currently being monitored remotely. No further information.